Manufacturer narrative:
Batch review performed on 12 april 2019: lot 1820615: (B)(4) items manufactured and released on 20-jul-2018. Expiration date: 2023-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. As the screw is still in situ, it is impossible to define which lot is the involved one, so the batch record of the second possible lot has been performed as well: mectalif anterior 03.30.132 mectalif anterior stand-alone screwdiam.5x30 enhanced (double packaging) lot 1820442 (k160605): (B)(4) items manufactured and released on 20-jul-2018. Expiration date: 2023-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. This patient complains for pain shortly after an l5s1 fusion that gave very early a broken screw in s1. A disc replacement device is visible at l4l5 and the distal lumbar lordosis appears to be very pronounced. We do not know if the cause of pain is directly the broken screw. We cannot determine with certainty the cause for screw fracture either, but the combination between vertebral angles and adjacent disc replacement device seems to be a mechanically challenging situation. The cause for this fracture cannot be ascertained through clinical investigation only.

Event description:
The patient came in complaining of pain which was caused by a broken mectalif anterior screw in the s1 vertebrae and the cause of the broken screw is unknown. The surgeon has not scheduled a revision surgery at this time.